Event description:
It was reported that during a pta treatment procedure to dilate 90% stenosis lesions, removal difficulties were experienced. Access was obtained through a 7 fr sheath. The physician advanced an ultra-thin diamond balloon catheter into the right femoral artery and inflated the balloon to its rated burst pressure. The physician then repeated the procedure in the left femoral artery. Difficulties were experienced when the physician attempted to withdraw the balloon catheters through the sheath. This same problem occurred with both ultra-this balloon catheters. The system was removed as a unit. An 8 fr sheath was introduced and an xxl balloon catheter was used to complete the procedure. The pt is reported as 'good' following the procedure; no injury of complications were reported. No add'l info is available at this time.